Manufacturer narrative:
Then insulin pump had moisture damage on keypad traces. All buttons functioned properly. No button error alarm noted during testing. The insulin pump was programed with the current date/time and performed the unexpected restart test. No time clock anomaly, unexpected audio/beep or restart anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 230 mg/dl. The customer stated that their is nothing significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.